Event description:
His meter was reading lower than usual. While troubleshooting, it was discovered the meter was set in mmol/l. The customer was able to reset the meter to mg/dl with assistence. The customer did not allege any adverse events due to the mmol/l readings. No product will be returned for evaluation.